Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept on getting calibration errors on their sensor. The customer¿s blood glucose during the incident was 107 mg/dl. Troubleshooting was performed. The customer also reported that after removing the sensor from the site, the cannula looked shorter than normal. They were advised to monitor their site and ensure nothing stayed stuck inside the skin. They were advised to go to the emergency room if the to have it checked out. The sensor was returned for analysis.